Manufacturer narrative:
The customer indicate the use of an approved cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece and viscoelastic were indicated which are not qualified for cartridge use. The manufacturing investigation has not identified a root cause to date.(B)(4)

Event description:
An ophthalmologist reported that two weeks following an intraocular lens (iol) implant procedure, the patient developed endophthalmitis. The patient experienced a sudden loss of normal vision in left eye only. Fibrin was confirmed on the iris and on the surface of the iol. The iol remains implanted. Additional information has been requested.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4)market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was received and it was determined that this record was a duplicate record of a previously reported event noted in manufacturing report number 1119421-2015-05405. (B)(4).